Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump "lost 15 minutes". At the time of the report, customer's blood glucose level was 149 mg/dl. Reportedly, the customer continued to use the pump insulin therapy.